Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received. After review of medical records patient was revised to addressed recurrent right hip dislocation and large pseudotumor extending from lesser trochanter towards the capsule. Thorough debridement of all tissue consistent with metallosis. Clinic visits reported that patient fell off of his bicycle and dislocated his hip. Doi: unknown; dor: (B)(6) 2020 right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.